Event description:
While performing a total shoulder replacement, a metal fragment/screw broke off in the neck of the glenoid. The site was x-rayed. The surgeon decided to proceed with the replacement without damaging the glenoid trying to remove the metal piece. Pending risk management approval, the rep will be notified the device is available for examination. No patient harm at this time.